Manufacturer narrative:
Manufacturer's reference number: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. An analysis of the product could not be performed as the device remains implanted. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 vascular reconstruction device (vdr) can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are aneurysm/vessel characteristics, device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. Since the alleged device deficiency required the additional intervention of implanting another stent inside this stent to facilitate full expansion and preclude patient complications, the event does meet us FDA reporting criteria under 21 cfr 803 with a classification of "serious injury." As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4 mm x 30 mm no tip (encr403000/9924758), an enterprise2 4 mm x 16 mm (encr401612/8997147) and a prowler select plus 150/5cm (606s255x/31690632), were used for an angioplasty procedure. During the procedure, the user reported that the first enterprise2 vascular reconstruction device (vrd) was impeded in the y-connector and could not be pushed into the microcatheter. Doctor retracted the stent and switched to a second stent. The second stent was deployed but the proximal markers were converged and didn¿t fully expand as expected. The doctor used a second new microcatheter to deliver a third stent and released the third stent in the second stent and completed the surgery. No patient harm or procedural delay were reported. The event was initially reported as such, ¿impeded & incomplete expansion. It was reported that during procedure, stent was impeded in y connector and could not be pushed into the microcatheter. Doctor only retracted the stent alone and switched a second stent. The doctor released the second stent and removed the microcatheter from patient. The distal markers of the second stent opened well, but 2 proximal markers of the second stent were converged which could not fully expand. The doctor switched a second new microcatheter to deliver the third stent, then released the third stent in the second stent and completed the surgery.¿ additional information was received on 02-apr-2026. Regarding the enterprise2 4 mm x 16 mm, the information confirmed that the temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was resistance during advancement of the device. The stent did not appear damaged at any time. Relevant vessel or aneurysm factors that may have contributed to the incomplete expansion were reported as "calcification." The incomplete expansion did not result in stent migration or embolization of the stent. There was no evidence of blood flow restriction.